Manufacturer narrative:
Results: the smart coil pusher assembly had multiple kinks and bends along its length. The embolization coil had multiple offset coil winds near its proximal end. Conclusions: evaluation of the returned smart coil revealed that the embolization coil had multiple coil offsets near its proximal end. If the smart coil is not properly aligned in the hub of the microcatheter prior to advancement, the embolization coil can begin to take shape within the hub. This likely caused the inability to further advance the smart coil through the microcatheter and the damage of the embolization coils. Further evaluation revealed kinks and bends at multiple locations along the pusher assembly body. These damages likely occurred due to continual attempts to advance the smart coil against resistance. The stryker sl-10 microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a cerebral tumor using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached two smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance another smart coil through the same microcatheter, the smart coil suddenly became stuck inside the microcatheter and would not advance further; therefore, it was removed. It was reported that the physician did not mention resistance prior to the coil becoming stuck and that there was no noted damage on the coil pusher assembly. The procedure was then completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.